Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Upon entering the joint, the surgeon identified and debrided synovitis and scar tissue. The tibial tray had subsided and was loosened. There was a tibial bone defect in the posterior medial quadrant. The femoral component was well-fixed but internally rotated and was revised. The patella was well fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received depuy revision components utilizing competitor cement x 4. The procedure was completed without complications. The patient had a right primary attune tka to treat osteoarthritis, where the patella was resurfaced and a depuy cement was utilized. The primary procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.